Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware of the date of event and that the patient also experience difficulty concentrating, memory loss, mood swings, sharp breast pain and facet joint syndrome. As a result, the patient underwent bilateral device removal on an unspecified date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. This report is for the patient's left-sided device. Manufacturer's referencec number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 275cc saline mentor smooth round moderate plus profile breast implants and experienced several unexplained systemic symptoms, including painful nipple sensitivity, back pain, shoulder blade pain, neck pain, eye pain, migraine headaches, breast spasms, arm tingling/ numb, anxiety, depression, insomnia, fatigue, joint pain, brain fog, vertigo, heart palpitations, body inflammation and decreased libido. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.